Event description:
It was reported that the user experienced a high blood glucose while using an ilet system with a dexcom g7 cgm that was not paired to the ilet, which resulted in dosing being stopped; a meter check showed 417 mg/dl, and the user manually entered the value into the pump to resume insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem found, a usage problem identified, and an improper procedure related to cgm pairing; a specific part or component was not applicable. The user¿s cgm was not paired to the ilet, which halted automated dosing until a manual bg entry was provided. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.